Manufacturer narrative:
The device was in use for treatment. The lead was capped and will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. Threshold elevation is referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. There were no manufacturing rejects or anomalies recorded in the device history record. No trend of the same or similar type was found or indicated. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture with cardiac asystole for over 2 seconds. High thresholds for this lead were noted prior in (B)(6) 2013. A procedure was performed to cap the lead since the device was nearing end of life (eol). There were no adverse patient effects reported. The lead was actively implanted for approximately 13 years, 1 month.